Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy bags. The pt was not hospitalized for the event. The cause of the peritonitis event was unknown. Six days after the onset of peritonitis, the pt was treated with vancomycin (2 grams stat and 2 grams according to vancomycin level) ip and gentamicin (40mg, stat) ip for peritonitis. The pt recovered from this peritonitis event 3 weeks after the onset. Pd therapy was ongoing. Additional information was requested but was not available.